Event description:
The doctor was using a shear and the instrument stopped operating during an unknown procedure. The customer swapped the shear with another instrument and completed the case with no patient consequence. When the customer went to clean off the blood from the instrument, the tip of the instrument fell off. The customer will be returning the instrument for analysis.